Manufacturer narrative:
Correction: further analysis showed that the computer was repaired after reloading the os. The computer had been fixed and runs successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that they were unable to log into the software. No hardware components were replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: cmptr 9734477rg02 rollingstn embed rfrb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system's screen was flashing after the system was powered on. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment again after the computer was repaired. The repaired computer was installed which resolved the issue of the flashing screen after the system powered on. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A demo computer was used while the computer involved in the issue was repaired. The computer involved in the reported event was repaired and then installed back on-site, and the system then worked. The demo computer was sent back.